Event description:
Related manufacturer reference number: 2017865-2022-00064. It was reported that a patient presented in an unknown manner. Examination of both the patient's implantable cardioverter defibrillator and right ventricular (rv) lead revealed high capture thresholds and high pacing impedance. No intervention was performed and the patient will continue to be monitored. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.